Event description:
On (B)(6) 2025, a representative from an eye care provider¿s office (ecp) in japan reported a patient (pt) experienced hyperemia, eye pain, and ¿started seeing something like a black spot in the left eye¿s (os) vision.¿ the pt visited the ecp (date not provided) and reported inserting the 1-day acuvue® trueye® (nara a) brand contact lens (cl). The symptoms persisted after removal of the suspect cl. The diagnosis provided is ¿eye staining is present due to the cl.¿ the pt was advised to discontinue cl wear. On (B)(6) 2025, the pt provided additional information. The date of event is (B)(6) 2025, exact day of the event is unknown. The date of the ecp visit was (B)(6) 2025. The pt confirmed symptoms of hyperemia and pain in the os which persisted after the suspect cl was removed. The pt advised there is a ¿white spot-like staining on the black part of the eye.¿ the pt was prescribed levofloxacin ophthalmic solution 0.5% (8 times daily) and ecolicin ophthalmic ointment (2 times daily). The pt was advised to discontinue cl wear for 2 weeks and return for a follow-up visit scheduled on (B)(6) 2025. On (B)(6) 2025, the pt provided additional information. The pt reported the current symptoms as ¿it is fine now.¿ the pt is recovering but has not returned to cl wear yet as the pt was advised to stop cl wear for 2 weeks. On (B)(6) 2025, a call was placed to the treating ecp¿s office. A representative reported the date of visit was (B)(6) 2025. Diagnosis: os corneal ulcer. Location: left peripheral area (slightly to the right); size: not noted in the medical record; infectious: not noted in the medical chart. No additional information was provided. A request for additional medical information was sent to the treating ecp. On (B)(6) 2025, a call was placed to the treating ecp¿s office for additional medical information. A representative advised that the medical interview documents were received, but they have not been completed by the ecp. No additional information was provided. On (B)(6) 2025, a call was placed to the treating ecp¿s office for additional medical information. A representative advised that the medical interview documents have not been completed by the ecp. The representative advised that the ecp may be able to complete the documents in the ¿next week or later.¿ no additional information was provided. No additional information has been received. The date of the pt¿s event is being reported as (B)(6) 2025 as the exact event date is unknown. A lot of history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 5869540107 was produced under normal conditions. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
On 28apr2025, additional information was provided by the patient (pt). A receipt for medical expenses for levofloxacin ophthalmic solution 0.5% ¿wakamoto¿ 5ml, ecolicin ophthalmic ointment 3.5 g, human lacrimal fluid (mytear ophthalmic solution) 5ml, fluorescein ophthalmic strip 0.7mg and an eye exam dated on (B)(6) 2025. On 30apr2025, additional medical information was received from the pt¿s treating eye care provider (ecp). Medical report entered on (B)(6) 2025; diagnosis: corneal ulcer, visual acuity is normal. Illustration of the left eye (os) reveals small circle slightly to the upper left of the central cornea. Outcome: resolving. Progress chart date of visit: on (B)(6) 2025; diagnosis: infectious corneal ulcer os. No instruction was given to discontinue contact lens wear. Progress chart on (B)(6) 2025, follow-up visit: findings: improving. Visual acuity: not measured; treatment: ¿ophthalmic solution.¿ instruction of discontinuation of lens wear: yes. The pt was instructed to return in 2 weeks. On (B)(6) 2025, a call was placed to the pt¿s treating ecp office. A representative advised that the pt had not returned to the ecp office since the on (B)(6) 2025 visit. No additional information has been received. No additional information is expected. If any further relevant information is received, a supplemental report will be filed, as appropriate.